Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6) hospital.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had battery maintenance error with other alarms. There was no patient involvement reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h3, h6-(type of investigations, investigation conclusion, investigation findings), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they loaned the customer a battery. The unit passed all functional and safety tests after calibration.

Event description:
N/a.